Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation after experiencing a fall. X-rays were taken and revealed lead migration. As a result, the patient's lead was repositioned via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue.